Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 2000, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
.